Event description:
It was reported that an acl procedure was performed on (B)(6) 2007. Acl failed, causing additional pain to patient. Patient is claiming injury to her body and to her nervous system. It was stated by the reporting source that arthrex's fiberwire was used to prepare the graft prior to surgery. Medical records received. The "implant/extraordinary supply log" that was provided does not show any arthrex implants only smith&nephew, commed, depuy/mitek.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The medical records from the procedure shows no arthrex implants being used, only the competitors. The device, braided fiberwire, was used to prepare the graft prior to surgery and was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.